Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's right side device was not working. It was also stated that the device was turned off due to an unrelated spine surgery and when they attempted to turn the device back on, it was reported that it would not work and "it would not read." No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.